Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with a history of severe aortic stenosis, coronary artery disease with anticipated high-risk pci during admission, chronic alcohol use, ejection fraction (ef) of 17%, chronic kidney disease stage 3, and severe vascular disease underwent high-risk aortic valve replacement. The impella 5.5 provided temporary mechanical circulatory support during high-risk surgical intervention in a patient with severe cardiac and vascular comorbidities. Despite complications including atrial fibrillation with rapid ventricular response, oozing at the impella site which necessitate transfusion of blood products, and suspected stroke. At the time of pump explant, there was difficulty with removal and the team did a surgical cutdown to remove the pump. These reported events are most plausibly related to the patient's critical condition.

Manufacturer narrative:
H4 was inadvertently omitted on the initial manufacturer device report number. The investigation was completed and no product returned. Paroxysmal atrial fibrillation / stroke: patient had suspected l hemispheric stroke and afib while on support. The root cause of the injury was unable to be determined due to insufficient clinical details. Asae/ major bleed: minor ooze noted at impella site and dressing was changed. Oozed again 4 days later. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.